Manufacturer narrative:
As reported, the patient experienced post-operative chronic abdominal/digestive pain, difficulty walking/standing and joint pain in the legs post implant of 3dmax mesh. Patient has seen a pain specialist and has gone to rehabilitation. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative outcomes. Pain is listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. A lot number was not provided, as such a review of the manufacturing records could not be conducted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per ansm user report (B)(4): as reported a female patient born in 1978 was implanted with a 3dmax mesh on (B)(6) 2020. Date of occurrence: (B)(6) 2020 description of the incident: "chronic pain after the operation. Unable to walk for more than 30 minutes after the operation. An operation that is not minor, despite what the surgeon told me. Current patient status: pain when walking, abdominal and digestive pain. Unable to stand for more than 2 hours without pain. Declared unfit for work. Off work for 1 year with follow-up by a doctor specializing in pain, rehabilitation to try to walk again. Joint pain in the legs. Actions taken in the healthcare facility to treat the patient: nr."